Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing observed on the electrograms. In addition, there were chronically low p-waves and possible non-capture. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's nurse reviewed the interrogation report, and there was no evidence of non-capture or undersensing on the strips. The only issue was small p-waves.